Event description:
The reporter stated the technician poured the lens into the cartridge tray prior to loading and the surgeon noted a scratch on the lens optic. It was decided not to use the lens. The lens was not loaded and there was no patient contact. The reporter stated the lens was received scratched.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.